Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  this week the patient started feeling like the therapy was not working and they were having symptoms like they had before implant date. The patient mentioned that they were taking their medication, but it had no effect on their symptoms. The patient noted that the therapy had been working great until this week. The patient connected to the implantable neurostimulator (ins)  and confirmed the therapy was turned on. The patient did have a fall prior to this event, but they said it wasn't a hard fall and they just fell into a pile of clothes. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they just received a replacement communicator and paired it to the handset yesterday. The caller stated that the patient was seeing the red/orange circle on the application indicating that there was an android notification associated with the app.